Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-04910. It was reported that patient experienced lead migration. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-04910.